Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labral repair hip surgery two anchors broke off inside the patient. The surgeon burred away the acetabulum in order to get the broken piece. The broken piece was retrieved from patient. Further it was reported that the surgeon abandoned the repair. There was no harm for patient, operator or third party. It was not necessary to do a second surgery. Update swit (B)(6) 2024: a kl hip surgery with fibertak driver shaft surgery was performed. With two anchors part of the shaft broke off in the patient's bone and had to be fished out. Correct technique was used. It took one and half hours for the surgeon attempted to fish the broken pieces (one of the shafts broke into 3 separate bits) out of the patient's acetabulum with great difficulty. Update swit (B)(6) 2024: the other three anchors pulled out. He decided to carry out with the repair and just burred the femoral head. The surgeon did not want to repair the labrum anymore so abandoned that part of the surgery. The surgeon said that him burring the head away still helped with impingement. The one anchor was left inside the patient.

Manufacturer narrative:
The complaint is not confirmed because the customer did not provide a photo of the implant or inserter of the 4th device. However, without the return of the device for physical evaluation or a photo provided, no problem was found. No change in harm was identified.